Manufacturer narrative:
(B)(4). The device was returned in a used and nonconforming condition: the tip material had separated approximately 1 mm from the bond joint. The tip had kinked at approximately its midpoint, then accordioned from that kink toward the proximal section and the endhole had about a 0.09 mm deep notch/tear along the length of the tip. (B)(4). Additionally, the instructions for use (IFU) caution, "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of bonding tips to shafts for slip-cath beacon tip hydrophilic angiographic catheters has been validated. Visual examination revealed the tip of the catheter had been pulled off and only about 1 mm of the black tip remained attached. The separated tip was kinked at about its midpoint and was accordioned from its midpoint toward the proximal end. Examination of the separated tip under 10x magnification reveals a 0.09mm notch/tear in the endhole. Such condition is evidence of damage due to severe contact with calcifications/lesion in the artery during device advancement, resulting in additional difficulty during withdrawal and subsequent separation. It should be noted that there was not bond separation between the tip and shaft, but rather the tip was torn in two due to tensile forces. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Previously risk analysis was updated by quality engineering including the failure mode of separation with the possible effect of the separated portion being retrieved from the pt. With the addition of this event, the risk remains acceptable and no further action is required at this time.

Event description:
The beacon tip portion of the catheter came off inside the patient's femoral artery. The beacon tip was removed by a snare. No harm to the pt reported. Procedure completed using another catheter.